Event description:
It was reported to medtronic neurosurgery that the valve was found to be occluded when preimplantation testing was performed during the surgery. The report states that a new valve was obtained and the procedure was completed without any further difficulties. According to the report, the patient remained in the hospital under observation following the procedure and is overall ok.

Manufacturer narrative:
The returned valve was patent, and met the requirements for siphon testing. Therefore the conditions of the complaint could not be replicated by laboratory personnel. However, it did not meet the specifications for leak, reflux, pressure-flow, and preimplantation testing due tears in the silicone of the delta chamber and proximal occluder. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The IFU also advises that ¿the valve be placed in a surgically created loose subgaleal pocket, avoiding compression by the overlying scalp, and not under the scalp incision.¿ all valves are 100% tested at the time of manufacture. Both the returned peritoneal and ventricular catheters were patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.